Event description:
During the removal of the iab catheter, the catheter could not be removed. The physician inserted a guidewire and removed the balloon catheter with difficulty. The pt suffered no complications after the event. The balloon was sent to co for further eval.